Event description:
The facility's biomedical manager contacted gambro and requested that a gambro technical specialist representative inspect a phoenix machine. Biomedical manager stated a patient expired at home, after completing an uneventful in-center hemodialysis treatment. It is the corporate policy of this facility to have the machine inspected by the manufacturer's technical service representative prior to returning the machine to clinical use. According to the physician and the nurses caring for the patient, they do not believe that a failure of a gambro device caused or contributed to the adverse event. Per corporate policy, no further clinical information will be disclosed. The cartridge blood set and the bicart column have been discarded by the clinic and will not be returned to gambro. The machine was inspected by a gambro technical specialist representative who found it to be operating within manufacturer's specifications.

Manufacturer narrative:
Gambro received no information and learned nothing from its inspection of the phoenix device to suggest that any gambro product had malfunctioned or otherwise caused or contributed to the patient's death. The bicart involved in this incident was discarded by the facility and will not be returned for evaluation and the lot number was not provided by the facility. Gambro identified the lot number of the bicart shipped to this customer prior to this event as lot 05397, 05430 and 05441. Nothing in the device history record shows of any nonconformity, and there are no customer events referring to this lot number. Gambro does not regard the submittal of this report as an admission of causation or liability.